Event description:
Analysis of a returned flashcard was completed on (B)(4) 2014. The flashcard was returned in a unresponsive handheld which was reported in MFR. Report # 1644487-2014-01289. During the analysis it was identified that the cyberonicsbu.cdb and 17 archive databases were corrupt. As a result, the handheld was able to write to the database with no errors, but was unable to view its contents. A root cause for the file corruptions could not be identified during the analysis.